Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge was failed. The field service engineer found the connection was loose, tighten up the screws. Replaced the latch assembly to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the smart remote manager was failed. The customer stated that the malfunction occured while dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.